Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported a tooth fracture. No further information available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Additional information received that a report was made through FDA med watch program for report # mw5175588. This is a follow up report for this information and report # attached to this complaint.